Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient is blind and felt something on their chest, and they scratched at it. The patient had dislodged the diagnostic implantable cardiac monitor and returned it to the physician. The device has not been replaced. No patient complications have been reported as a result of this event.